Event description:
Customer reported an exposed wire in the grid. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the grid. System operates as intended.